Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was able to reload the cartridge to resume insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Customer consumed carbohydrates to try and address the low bg. Reportedly, the customer lost consciousness and paramedics. Paramedics provided the customer with intravenous fluids. Recommendation was made to consult with a healthcare provider regarding diabetes management.